Manufacturer narrative:
This is one of two products involved in the same pt and reported under mfg number 9616099-2007-02162.

Event description:
Report received indicated in stent restenosis. The pt was enrolled in the study and two smart control stents were deployed in the right superficial femoral artery (sfa). Six months post stent implants the pt experienced increasing claudication therefore, duplex sonography was performed showing 50-70% in-stent stenosis. Subsequently the pt underwent a balloon angioplasty ot the right sfa (target lesion). Per the procedural physician, this event is probably related to both the device and the procedure. This product remains implanted in the pt and will not be returned for eval and testing. Add'l info will be sent within 30 days upon receipt.